Manufacturer narrative:
Sections with additional information as of 17-sep-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with all test results obtained. The expected fasting blood glucose test result range is 140-180mg/dl. The customer did not report symptoms or medical attention as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, a back to back blood test was performed by the customer and produced test results of 124 and 133mg/dl fasting using true metrix air meter. The test strip lot manufacturers expiration date is undisclosed and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history. (B)(6).